Manufacturer narrative:
A device history record (DHR) review was conducted on the reported serial number. The DHR did not show issues related to the complaint. The complaint can not be confirmed since the device sample was not available for evaluation, at the time of this report. Telefex will continue to monitor and trend relating complaints.

Event description:
The event is reported via medwatch. The heated wires in ventilator circuit heated up excessively resulting in the plastic circuit melting. The ventilator alarm sounded which alerted the technician. Upon inspection a hole was found in the circuit and a leak in the system. The patient was bvm (bag-valve-mask) ventilated and the ventilator was changed out. The hudson concha neptune was the heated humidification system used in this event. No report of pt injury.